Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer reported receiving a minimum fill notification. Reportedly, the customer was unable to provide the amount of insulin that the cartridge had been filled with. The customer added insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level was in target range.